Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Code of (B)(4) was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum and peritonitis are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Hold for mj 06/14on 25-may-2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 26-may-2022, the patient experienced abdominal pain. The physician ordered an abdominal x-ray and blood test, which were normal. On 27-may-2022, the patient was still in pain, and the physician ordered a CT scan., which showed a pneumoperitoneum. The patient was taken to surgery, and it was discovered that the patient also had peritonitis. The peg-j tubing was not removed. The patient remained hospitalized and was on an absolute diet. On 03-jun-2022, the patient was discharged from the hospital after the resolution of the pneumoperitoneum and peritonitis.